Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set 25 hours after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. The drain bag was filled with water, and a leak was observed at the level of the drain bag sealing near the stopcock. The customer reported that the leakage occurred 25 hours after the start of therapy. All accessories provided within the set, including the drain bag, are single use products and must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.